Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with cardiomyopathy implanted with an impella cp device for mechanical circulatory support experienced limb ischemia. Consequently, the device was explanted. The impella cp device was implanted in the setting of acute-onset stress cardiomyopathy. The patient arrived in the catheterization lab on epinephrine and levophed with a blood pressure of 40/20 with no appreciable peripheral pulses. The right femoral artery was accessed with ultrasound and micro puncture. Short peel-away was placed. Impella was advanced into position without difficulty and placed in auto mode but taken shortly thereafter to performance level p-9. However, after sustaining suction alarm, the performance level was reduced to p-8. There were some continued issues with hemodynamic instability; however, after correcting issues with the intravenous lines, the patient stabilized with no further impella alarms. The peel away sheath as exchanged, and site sutured, and angle matched. Touhy borst valve was locked at 82 cm. An echocardiogram revealed device slightly deep at 4.5 cm; however, it was noted to be in "excellent" orientation with pigtail free and inlet in mid-ventricular space. The patient was sent to the unit on support. Two days after the start of the impella mcs, the team was unable to find pulses per doppler. Attempt was made to warm the extremity and wean pressors as tolerated; however, this was unsuccessful. The decision was made to explant the impella cp device and once removed, doppler pulses were obtainable. The patient survived the explant; however, the patient's condition following the event was indicated as unknown.